Event description:
A male patient reported he experienced light sensitivity, itchy eyes, ocular discharge, watery eyes, and a bacterial infection after including complete multi-purpose solution easy rub formula in his lens care regimen. He sought medical treatment and was prescribed zylet and a steroid; this treatment 'did not work for him.' He was then prescribed vigamox to use six times a day. At the time of the call, the patient's symptoms were improved but he was still symptomatic. The patient indicated that the doctor did not attribute his experience to any specific product such as his multipurpose solution or his contacts, stating that it could be either one or neither. Additional information including permission to follow up with the health care professional and return of the complaint unit for testing, were requested but not received. Patient indicated he performs a rub and rinse step, does not use water in his lens case and discards the solution in his lens case on a daily basis.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted.